Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The customer troubleshot with technical support. The customer replaced the user interface module to address the reported issue.

Event description:
It was reported that during use the ventilators touchscreen failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Event date not specified: estimate used.